Manufacturer narrative:
Calibration was last performed on 10-jul-2024. Multiple calibration alarms were noted on the event date near the time the sample was processed. Qc was acceptable. There is no indication of a reagent performance issue. The field service engineer (fse) did not find a cause for the event. No abnormalities were observed during an examination of ise and system fluidics. A hardware precision check was performed, and the results were within specification. The system was functioning correctly. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of high results not corresponding to the clinical picture for 1 patient tested for potassium (k) on a cobas 6000 c (501) module. The initial result was 5.5 mmol/l. This result was reported outside of the laboratory where the doctor questioned it as it was considered a high, critical result. A new sample was obtained and the result was 5.1 mmol/l. This result was reported outside of the laboratory where the doctor also questioned this result. On (B)(6) 2024 the original sample was repeated with a result of 5.6 mmol/l. On (B)(6) 2024 the 2nd sample was repeated and the result was 5.3 mmol/l.

Manufacturer narrative:
The k electrode lot number was g17. The expiration date was not provided.